Event description:
It was reported that the battery was inserted into the stapler, stapler does not release, apparently battery problem, new stapler transanal inserted, worked. No patient damage no significant delay reported. Procedure: sigmaresection, lapr.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was reported, and the following was received: could you please clarify if the indicator window was turned on? The instrument has lit. Could you please clarify if the when the device was triggered a motor sound was heard? No sound audible, it was silent and nothing moved..

Manufacturer narrative:
(B)(4). Date sent: 06/20/2022. D4: batch # 324a72. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device was received with no apparent damage and the anvil was not received. The washer was not present and there were staples present in the device. The tissue compression scale did not backlight turn on when the battery was inserted. Due to the condition of the device no functional test was performed. The device was disassembled to verify the condition of the internal components and the bulkhead contact from the left side was noted to be damaged. In addition, marks and damages on the bulkhead shroud were noted. No further functional testing could be performed due to the condition of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.